Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "a right side deflation and unilateral exchange." Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation visual analysis of the returned device identified: crease fold, wear abrasion, and an opening on posterior. Leak test and microscopic analysis was performed which identified: two crease smooth openings on posterior and anterior, and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - two crease smooth openings on posterior and anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "a right side deflation and unilateral exchange." Device has been explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported "a right side deflation and unilateral exchange." Device remains implanted. Right side.